Manufacturer narrative:
(B)(4). The returned flexima biliary stent was analyzed, and a visual evaluation noted that the stent was returned loaded and it was found to have a kinked. The guide catheter was returned kinked, stretched and broken at the proximal section. Also, the push catheter was returned kinked and the push catheter suture hole was found torn. This device condition could have generated issues during the deployment activity. The reported event was confirmed. Based on the provided and collected information, this device met all manufacturing requirements and no abnormalities were reported during the manufacturing process. During visual assessment, it was found that the stent was kinked and the guide catheter was kinked, broken, and stretched. This issue occurred during the procedure, it is most likely that procedural or anatomical factors encountered during the procedure could have affected the device performance and its integrity. Handling and manipulation of the device during its use. Additionally, the continued attempts to retract the guide catheter or force applied to the device in order to release the stent could lead to kink the stent, the push catheter kink, and guide catheter kinks, stretched, and broken. Additionally, the suture under tensile force during the procedure due to the kink/bent section could result in the tearing of the suture hole. The most probable cause of those failures is adverse event related to procedure since it is the most likely that the adverse event occurred during the procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the bile duct performed on (B)(6) 2020. According to the complainant, during the procedure, when visualizing the device inside the patient, the physician started to release the stent for deployment. The physician applied the necessary maneuvers to prevent the device from continuing to bend upon insertion. Reportedly the device was removed and it was noticed to have kinked. The procedure was successfully completed with another flexima biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results of guide catheter broken.